Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/4/2020. H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for collapsed tubes with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. There are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature.

Event description:
It was reported that prior to use with 90 bd vacutainer® trace element serum blood collection tubes the tubes were discovered to have molding defects. The following information was provided by the initial reporter, translated from spanish to english: new tubes are collapsed.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 90 bd vacutainer® trace element serum blood collection tubes the tubes were discovered to have molding defects. The following information was provided by the initial reporter, translated from (B)(6) to english, "new tubes are collapsed."